Event description:
Boston scientific received information that this device was an attempted implant as atrial noise was noted and atrial impedance measurements were greater than 2000 ohms with the lead inserted into the atrial and ventricular ports. The physician suspected an issue with this device and decided to use another one. It was noted that a repair kit was used to repair insulation damage to the associated atrial lead and cardiac tissue and/or body fluids were cleaned off of the terminal pin and then normal impedance measurements were observed with the replacement device. No adverse patient effects were reported.

Event description:
-----

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection of the header confirmed the seal plugs and adhesive appeared normal and seal appears to be intact. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Laboratory evaluation was not able to confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported.this product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.